Event description:
It was reported that a remote monitoring alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that two untreated episodes and one atrial fibrillation (af) episode had been declared. The physician suspected that there was evidence of t-wave oversensing and potentially undersensing noted during these episodes. It was also noted that the patient had received two inappropriate shocks in february due to fast af. Boston scientific technical services (ts) was contacted and discussed that the untreated episodes showed that the patient's qrs complexes were different than the stored template, with wide notched morphologies, most likely due to the patient's underlying disease progress or aberrant conduction from the atria. Ts recommended assessing the patient in-clinic with exercise testing to potentially optimize the stored template and/or assess the other two sensing vectors. Recently, the patient was evaluated in-clinic where the physician confirmed the inappropriate therapy was delivered due to af with aberrancy and subsequent double-counting in the alternate sensing vector. Ts was contacted again and recommended assessing the primary and secondary sensing vectors for suitability. Provocative maneuvers were also suggested when a new vector is chosen, to ensure adequate noise discrimination. Should the physician prefer to test the efficacy of a new sensing vector, induced arrhythmia shock testing could be performed, if clinically appropriate. Temporary reprogramming options were also provided. The physician indicated that the patient would undergo an ablation procedure in the near future to better control the patient's recurrent af. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that a remote monitoring alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD), indicating that two untreated episodes and one atrial fibrillation (af) episode had been declared. The physician suspected that there was evidence of t-wave oversensing and potentially undersensing noted during these episodes. It was also noted that the patient had received two inappropriate shocks in (B)(6) due to fast af. Boston scientific technical services was contacted and discussed that the untreated episodes showed that the patient's qrs complexes were different than the stored template, with wide notched morphologies, most likely due to the patient's underlying disease progress or aberrant conduction from the atria. Ts recommended assessing the patient in-clinic with exercise testing to potentially optimize the stored template and/or assess the other two sensing vectors. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.